Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up oversensing was noted on the left ventricular (lv) lead. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed and the system remains implanted.